Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2021-00114 was sent in error. Customer has informed us that the erroneous results were not on patient samples, therefore, this not considered to be a reportable malfunction.

Event description:
It was reported while using bd facscalibur¿ flow cytometer there were potential erroneous results on patient samples. The patient impact was not reported. The following information was provided by the initial reporter, translated from portuguese to english: equipment showing problems in sample results.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscalibur¿ flow cytometer there were potential erroneous results on patient samples. The patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: equipment showing problems in sample results.